Manufacturer narrative:
(B)(4): evaluation: results: root cause cannot be confirmed; device not available for evaluation; limited information available. Conclusion: no conclusion can be drawn. (Root cause cannot be confirmed; device not available for evaluation; limited information available).

Event description:
An attempt was made to use an amphiprion deep pta balloon catheter to predilate a moderately calcified lesion located in the anterior tibial artery. No abnormalities were noted during preparation of the device and inspection prior to use; however it was reported that the balloon of the amphiprion deep device ruptured under nominal pressure during procedure. It was reported that the event did not cause health hazard to the patient. No other clinical sequelae were reported.